Event description:
It was reported that lead dislocated two days after implant. During an attempt to revise the lead, the helix would not extend or retract. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Connector pin was bent. There was dried blood in a helix mechanism and mechanism (sleeve head). Apparent explant damage.